Event description:
When dr was finished with the procedure, he pulled out fiber and realized the end was missing - fell off in patient. Clinical specialist contacted dr to instruct him to remove piece from patient.

Manufacturer narrative:
Lot history record review: a review of the lot history records has been requested. Review of returned sample: the complaint sample is not available for evaluation. Conclusion: the complaint investigation is currently on going at this time. A follow up report will be submitted once the investigation has been completed. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.